Event description:
Device issue: none. Adverse event: plaque shift requiring medical intervention. Onset of adverse event: during procedure. It was reported via a trial, that during a right coronary artery stenting procedure, after placement of the xience stent, there was a shift in plaque requiring placement of a second unplanned stent to fully cover the lesion. There was no adverse patient sequela reported. Two days post procedure, the patient was discharged to home. Although requested,there was no additional information provided.

Manufacturer narrative:
(B)(4): there was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.